Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level (426 mg/dl) and the cause was not known. A pump system check was performed and no device issue was found. The customer changed the infusion set site and the bg level increased to 510 mg/dl and the customer was not feeling well. The customer reverted to using insulin injections and the bg was within the target range.